Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. The following case has been opened in salesforce and marked as a complaint or product discrepancy. Please review the following details and click the link below to review the case itself. (B)(4). Case description: upon powering the unit, biomed got a 13-1033-149 on the 8100. Resolution: I let biomed know that anytime dashes are in the error, it is a software fault, recommend to reflash the unit. If unit fails to flash, the logic board will have to be replaced. Biomed will reflash unit.